Event description:
It was reported that the patient presented to the clinic after hearing the patient alert. An interrogation found that the right ventricular (rv) lead had high pace/sense impedance, was not pacing at 6 volts and was oversensing the t wave. A fracture was suspected so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: a proximal portion of the lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Manufacturer narrative:
(B)(4).